Event description:
Explant - restenosis of pulmonary homograft. In 1998, pt presented with aortic regurgitation and aortic stenosis, at which time, he was implanted with a pulmonary allograft in a ross switch procedure. The following month, the pt presented with post-operative aortic stenosis with aortic and pulmonary homografts and restenosis of the pulmonary homograft. On cardiac catheterization, the right ventricular pressure was systemic due to marked shrinkage of the pulmonary valve. Balloon dilation of the homograft did not improve the right ventricular pressure. Restenosis of pulmonary valve was "dramatic and unusual with uniform tubular hypoplasia". Surgical replacement took place in 1999.